Event description:
The customer complained that a result obtained on the vitros 350 chemistry system for a patient sample was associated with the incorrect patient name and the incorrect test was processed. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a result obtained on a vitros 350 chemistry system for a patient sample was associated with the incorrect patient name and the incorrect test was processed. The assignable cause of the event was determined to be user error. The customer has configured their lis to allow the sample ID to be truncated prior to sending the sample order to the vitros system. The truncated sid is then misassociated with a previous programmed sample program for an alternate patient that was not processed to completion or deleted prior to reuse. The technical solutions center (tsc) reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted.